Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a ventilator inoperative error code was found in the device's error log. The device's machine flow sensor and pca board need to be replaced to resolve the issue. Additionally, the inline filter prox needs to be replaced due to contamination and inlet foam filter needs to be replaced due to preventative maintenance. No repairs will be performed. The unit will be scrapped per the customer request.